Event description:
In 2005 - a dental implant was placed in tooth location #19. Subsequently the patient was experiencing pain. Eleven days later - the implant was removed from the patient's mouth. In 2006 - the clinician was contacted. She stated the implant was a spinner at placement. After the implant was placed the patient complained of severe pain. The implant was removed primarily because of pain. After the implant was removed the pain dissolved. The patient was seen post-operative and is doing well. The patient will possibly be reimplanted at a later date.